Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse removed the instrument cover and noticed irregularities with the wash trails on the incubator. The fse removed the incubator and cleaned the cover and inside the incubator. The fse removed the detector and cleaned the detector lens and lens chamber. The fse then removed both wash probes and cleaned the assemblies. The fse verified the wash position adjustments. Next, the fse removed the wash syringe block and discovered signs of fluid leakage. The fse replaced the wash syringe block and performed wash primes and monitored the wash operation. The sample nozzle was verified. Instrument validation was performed by quality control (qc). All qc results passed within the manufacturer's ranges. The aia-900 met performance requirements and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11oct2018 to aware date 11nov2019. One other similar complaint was identified during the search period. The st aia-pack e2 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data ( symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The st aia-pack prog iii analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data ( symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The st aia-pack bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The probable cause of the issue is attributed to faulty wash syringe block. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported patient results not correlating on the aia-900 analyzer. Two patient samples were analyzed. One sample produced an initial estradiol (e2) result of 433 pg/ml. The sample was reanalyzed and generated a result of 1993 pg/ml. A different patient sample was then analyzed for progesterone iii and generated an initial result of 4 ng/ml. Upon retest, the sample produced a result of >40 pg/ml. The customer stated beta-human chorionic gonadotropin (bhcg) and e2 level 1 controls produced a <l result. The customer uses sst tubes and was advised to pour off the tube into a 5 ml tube after spinning the sst tube. Further troubleshooting revealed that the customer is placing 5 ml pour-off tube directly on the analyzer with only 1-2 mls of serum in the tube. The customer was informed that both bhcg and e2 use lower sample volumes, and only primary tubes may be placed on the analyzer, not pour-off tubes. The customer was advised to only use tosoh sample cups on the analyzer and not pour-off tubes. Additionally, the customer was recommended to switch to plain red top tubes in place of pour-off tubes and tosoh sample cups when placing primary tube directly on the analyzer. It was noted that the customer increased centrifuge spin time and speed from 5 minutes/2,500 rpm to 8 minutes/3,500 rpm. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to the event.